Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-02224 / 02226 & 1825034-2012-2085).

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. Additionally, patient medical records indicates that patient underwent a revision procedure (B)(6) 2012 due to infection. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. Additionally, patient medical records indicates that patient underwent a revision procedure (B)(6) 2012 due to infection. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Additional information received in patient medical records revealed the left hip revision on (B)(6) 2012 was due to pain and a septic total hip. The patient's operative report noted fluid within the joint was seropurulent, and mucus-appearing fluid consistent with possible propionibacterium acnes appearance. A stage I revision was performed with select antibody-impregnated implants. Additional information in patient medical records revealed a left hip stage ii revision occurred on (B)(6) 2012 and was due to treatment of the infection and re-implantation of components. The patient's operative report noted fibrotic scar tissue, and no overt evidence of infection.